Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak appears to be due to the balloon rupture noted. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 2.0mmx20mmx150cm armada 14 balloon dilatation catheter (bdc) was unpacked without issue. Reportedly, there was no resistance noted during removal of the bdc from the dispenser coil, and no resistance noted during removal of the stylet and protective sheath. However, during preparation air was continuously pulled, thus a leak was suspected. There was no reported patient involvement and no reported clinically significant delay in the procedure. An unspecified bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.